Event description:
A journal article titled - self-expanding versus balloon-expandable stents in acute myocardial infarction: results from the apposition ii study - was submitted for review. The aim of this trial was to investigate whether self-expanding stents are more effective than balloon expandable stents for reducing stent malapposition at 3 days after implantation in st-segment elevation myocardial infarction (stemi) patients undergoing primary percutaneous coronary intervention (pci). The primary endpoint was the proportion of stent strut malapposition at 3 days after implantation measured by optical coherence tomography (oct). Secondary endpoints included: major adverse cardiac events (mace) and component endpoints; target vessel failure; stent thrombosis at 30 days and 6 months. Mace were defined as cardiac death, recurrent myocardial infarction, emergent bypass surgery (coronary artery bypass graft), or clinically driven target lesion revascularization. Target vessel failure was defined as cardiac death, target vessel mi (q- or non¿q-wave), or clinically driven target vessel revascularization. Eighty patients with stemi undergoing primary pci were 1:1 randomly assigned to receive a self-expanding stent (n: 43) or a balloon- expandable stent, of which included the medtronic driver bare metal stent (n: 37). In the self-expanding stent group 13.9% of the patients presented with malapposed stents after the procedure, versus 37.1% in the balloon expandable group. At 3 days after implantation a lower rate of malapposed stent struts was observed by oct in the self-expanding stent group than in the balloon-expandable group. Clinical follow-up was complete in all patients at 30 days and 6 months. At 30 days, no episodes of mace, including death, mi, revascularization, or stent thrombosis were observed in either group. At 6 months, 1 target lesion revascularization occurred in the self expanding group, with no episodes of mace observed in the balloon expanding group (2.3% versus 0% respectively).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: journal article: self-expanding versus balloon-expandable stents in acute myocardial infarction: results from the apposition ii study authors: robert-jan van geuns, corrado tamburino, jean fajadet, mathias vrolix, bernhard witzenbichler, eric eeckhout, christian spaulding, krzysztof reczuch, alessio la manna, rené spaargaren, hector m. Garcia-garcia, evelyn regar, davide capodanno, glenn van langenhove, stefan verheye journal: jacc: cardiovascular interventions year: 2012 reference: doi: 10.1016/j.jcin.2012.08.016. A2: average age a3: majority gender b3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.